Event description:
It was reported that tandem mobi pump issued a cartridge alarm that did not appear in pump history. There was no adverse impact to the customer's blood glucose level. Customer technical support reviewed pump logs, confirmed cartridge alarm, assisted with loading a new cartridge so insulin therapy could resume after which no further action was needed and issue was resolved.